Event description:
It was reported to ge that the pt's finger was pinched between the tabletop rail and the chain during a longitudinal movement of the tabletop. Reportedly, the fourth finger of the right hand was broken. The head-end mylar chain cover, which was installed about five years ago, was missing at the time of the incident. The chain cover has been replaced and the unit has been returned to service.